Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the patient is scheduled to undergo device removal on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture h6 patient code 3191: medical device removal manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on december 15, 2020, mentor became aware that the patient underwent device removal and replacement with 250cc mentor memorygel breast implants, catalog number 3502504bc, serial numbers (B)(6) on the right side and (B)(6) on the left side on (B)(6) 2020. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on january 16, 2021, the mentor failure analysis lab received the device for evaluation. Mentor became aware of the impacted device's lot number. As a result, the relevant fields in this report have been updated to reflect the impacted device attributes (brand name, lot number, catalog number, UDI, manufacturing date, expiration date and device returned to manufacturer date). On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the gel mod-rnd 275cc breast implant was found to be ruptured. Additionally, an area of shell abrasion within the rupture was observed. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, breast implants may also wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with unspecified gel mentor textured breast implants and experienced painful burning rupture on the right side postoperatively. The rupture was confirmed with an MRI and a mammogram. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.